Event description:
Boston scientific received information that this right atrial (ra) lead exhibited atrial undersensing for this patient with chronic atrial fibrillation (af). A lead revision was performed and the lead was surgically capped and abandoned. Additional information was provided that during a revision procedure for a different lead, this ra lead was visibly fractured when viewed under fluoroscopy. It was noted that the fracture was due to subclavian crush. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.